Event description:
It was reported that this implantable pulse generator (pacemaker) showed less than 2 seconds of pacing inhibition due to myopotentials oversensing. Technical services (ts) review the device data and noticed a temporary change in the right atrial and right ventricular pacing impedances. The measurements eventually returned to previous values and was confirmed that the change matched a hospitalization the patient suffered due to an unspecified trauma, not device related. The patient will be brought to the clinic for troubleshooting and potential sensitivity adjustments. This pacemaker remains in service and no adverse patient effects were reported.